Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s therapy had not worked since ¿day one.¿ the patient was redirected to follow up with their health care provider. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported that the device stopped working. The event occurred during use and the indications for use were spinal pain and post lumbar laminectomy syndrome. No symptoms were known to be associated with this event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.